Manufacturer narrative:
Add'l product codes: krd/hcg. Customer information could not be provided. Conclusion: the deltafill product was not returned for investigation. A review of manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection processes related to the reported complaint. The coil unraveling could not be confirmed without product return for analysis. The root cause of the event could not be determined; however, advancing and withdrawing the coil multiple times when there was little space to fill the aneurysm may have contributed to the event. There is no current safety signal identified related to the reported event based on review of complaint history for the device. Since there was no evidence to suggest the events was related to a manufacturing issues, no corrective actions will be taken at this time. This is an initial/final MDR report.

Event description:
As reported by a healthcare professional, during coil embolization of a renal artery aneurysm a deltafill (dlf181040/ c41779) unraveled in the microcatheter during placement. The patient was a female but her age was unknown. The patient¿s vessel was not torturous and not calcified. Two microcoils (15mm and 12mm micrusframes) were implanted for framing and another four microcoils (10mm*40 target xxl, stryker) were implanted as planned. When volume embolism rate (ver) was 20%, the complaint deltafill was used to fill up to ver 23% even though it seemed to be too unreasonable. However, it could not be inserted and the coil started unraveling after several times of going back and forth. It was reported that there was no resistance during advancement of the coil through the microcatheter, and the microcatheter had not been repositioned over the coil while the coil was deployed or partially deployed out of the distal end of the microcatheter. Coil entanglement with previously placed coils was not suspected to contribute to the event. The microcatheter was not positioned at a relative sharp angle to the microcatheter. The complaint coil was entirely removed with the parent catheter. It was unknown how the procedure was completed. The physician commented that they expected the complaint deltafill to fit, but it was too tight. The procedure was successfully completed without further issues or delay. There was also no patient injury / complication reported. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all time. No visible defect/damage was noted on the products prior to and after the event. No unintended detachment was observed in the vessel or in the micro catheter. The product was not available for investigation. No further information was available.